Manufacturer narrative:
Per good faith effort (gfe), it was confirmed that the touchscreen calibration was performed and verified the reported problem. The customer went into diagnostic mode to find if there was issue with the screen which no error was found during test and after calibration of the screen was performed. No repair was required. Screen calibration was the only issue that was stated by user. Calibration of the screen was confirmed, and the device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the devices touchscreen does not work. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. Investigation is ongoing